Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented through merlin.net transmission with episodes of inappropriate auto mode switching due to competitive atrial pacing. Programming changes were recommended. Patient will be followed-up in clinic.

Event description:
New information received notes that the issue was non-symptomatic. The patient deceased before the next scheduled follow-up; so the changes could not be made. The patient's primary cause of death was cancer and the patient died in hospice. There was no allegation of device malfunction.